Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the titanium adapter and the patient connector of a minicap transfer set; further described as ¿transfer set and the titanium connector are too loose and cannot be connected¿. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.